Event description:
The customer reported the evis exera iii video system center display a fuzzy pixelated image. In addition, the unit fails to read the 180 scope. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the subject device was an older version. Based on the results of the investigation, it is likely the operational amplifier malfunctioned. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.